Event description:
The customer reported that the o2 sensor was defective. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the o2 sensor and calibrated the monitor. The system operates as intended.